Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that following an intraocular lens (iol) implantation procedure, the patient was unsatisfied with the visual results. The iol was exchanged 6 weeks following the initial implantation. Additional information was provided indicating that there was no patient harm. The surgeon's prognosis was reported as good.